Manufacturer narrative:
(B)(4). Patient weight: (B)(6). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation at the distal edge of a 3.0x38 non-abbott drug eluting stent that was implanted in the mid left anterior descending (lad) coronary artery. A 2.8x16 rx graftmaster covered stent was deployed at 15 atmospheres (atm). As the graftmaster was not fully expanded, in order to completely seal the perforation, the graftmaster balloon was re-pressurized to 8 atm for 1 minute, with pressure increased to 18 atm to fully expand the stent, then the pressure was decreased back to 8 atm and held for 3 minutes; the prolonged balloon inflations resulted in the perforation being successfully sealed. A 4.0x16 rx graftmaster covered stent system was emergently unpackaged for anticipated use in case the 1st graftmaster stent had not sealed the perforation, but was ultimately not needed and not introduced into patient anatomy at any time since the 1st graftmaster ultimately sealed the perforation. Post-deployment, an angiogram confirmed no evidence of perforation or extravasation. Use of the graftmaster did not cause or contribute to complications, adverse events, clinically significant delay, or prolonged hospitalization. No additional information was provided.